Event description:
Conmed japan reported on behalf of the customer that the device as-ifs1, airseal ifs, 110v was being used during a robot-assisted partial nephrectomy procedure on (B)(6) 2023 when it was reported ¿during the surgery, the patient developed subcutaneous emphysema and the surgery was canceled because the lungs were unable to inflate.¿. There was no report of medical intervention, or extended hospitalization for the patient or user. The procedure was ¿cancelled due to occur subcutaneous emphysema¿. The ias12-100lpi, airseal 12/100mm lpi port will be listed as a concomitant device and there is no allegation against it. This report is being raised on the reported injury due to the patient developing subcutaneous emphysema.

Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. The service history could not be reviewed as a serial number was not provided. A device history could not be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that the incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. In response to the questions posed, in the instance of the airseal unit identified, the instance of subcutaneous emphysema occurred 9 times in the last 2 years. As to how other facilities deal with subcutaneous emphysema; based on our investigations, it appears that the facilities react to this issue; the IFU indicates that lower insufflation pressures help to mitigate this issue. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device as-ifs1, airseal ifs, 110v was being used during a robot-assisted partial nephrectomy procedure on (B)(6) 2023 when it was reported ¿during the surgery, the patient developed subcutaneous emphysema and the surgery was canceled because the lungs were unable to inflate.¿. There was no report of medical intervention, or extended hospitalization for the patient or user. The procedure was ¿cancelled due to occur subcutaneous emphysema¿. The ias12-100lpi, airseal 12/100mm lpi port will be listed as a concomitant device and there is no allegation against it. This report is being raised on the reported injury due to the patient developing subcutaneous emphysema.